Manufacturer narrative:
On 02/23/2016 a medtronic representative performed a navigation system check-out, hardware and instruments areas passed. Software test failed. Cranial software 2.2.7 was running slowly. Navigation system also would not exit software correctly. System became unresponsive during navigus biopsy. On 03/01/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended.on 03/10/2016 a medtronic representative, following-up at the site, reported computer replaced after multiple occurrences. Issue resolved.

Event description:
A medtronic representative reported that, while in a cranial procedure, the site's navigation system mouse began to slow down on the navigation screen and the software eventually became unresponsive. In trouble-shooting, the navigation system was re-started, however, it was again unresponsive on the navigation screen. Performed a soft re-boot and unplugged the entire system to wait for back-up battery to die before, again, re-starting. Issue was not resolved. A second navigation system was brought in to be used to continue the procedure. Delay in therapy was 20 minutes. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
The computer was returned to the manufacturer for analysis. The computer booted normally to the application screen. The spine application loaded normally. No sr manager error was observed. The computer passed hard drive testing. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Further investigation into the returned computer found that the computer passed phd testing. A software investigation was completed but was unable to determine probable cause without further information.